Manufacturer narrative:
Investigation summary: it was reported there is foreign matter and damage. To aid in the investigation, ten samples and three photos were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. Nine samples have embedded degraded resin and one is damaged. No other defects or imperfections were observed. The three photos provided shows some of the samples received. A device history record review was completed for provided material number 301031, lot number 0049032. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Frequency of inspections was increased to mitigate the escape of this symptom. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The inspection frequency was increased to mitigate the escape of this symptom.

Event description:
It was reported that syringe 20ml ll bns had foreign matter. This occurred on 185 occasions. The following information was provided by the initial reporter: it was reported fm.